Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 321 mg/dl while wearing the pod between 24 and 36 hours. The pod leaking insulin during a bolus was also reported. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and a correction was administered.

Manufacturer narrative:
The exposed portion of soft cannula of the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. No damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. Cracks were observed on the top housing. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality of insulin delivery.